Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient does not focus clearly from 20' out to long distance, disturbing when driving and cannot see street signs or clearly see cars 20' out and beyond. For three weeks used dry eye drops with no improvement. Additional information has been requested. The consumers was unwilling to provide further information.